Event description:
It was reported that "it was unable to pace after the catheter was inserted." There were no patient complications reported.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Catheter was found to have a short condition between the proximal and distal leadwires inside the catheter body at approximately 2 cm from the tip. Insulation was not found on both leadwires at this region. Insulation on the leadwires was not intact at various locations. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body or returned monoject syringe was observed. Visual examination was performed under 10x magnification. The reported defect was confirmed to be related to the manufacturing process. An investigation has been opened to determine if corrective actions are needed.